Event description:
It was reported that rotawire separation occurred. A rotawire was selected for use. During procedure, after inserting a rotawire into the patient's body, it was observed that the rotawire was distorted and appeared separated under flouroscopy. The rotawire was immediately pulled from the patient and noted that it was badly mangled. It was further reported that the rotawire may not have been released from the brake when the physician pulled rotawire. The procedure was completed with a new rotawire. No patient complications reported. It was further reported that the device was intact after removal. The wire was not unhooked from the rubber stopper on the hoop and it was just pulled from the tip which stretched and separated the wire.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the distal tip kinked and stretched. The returned device was complete, no detached parts were found. No more damages were found in the device. Dimensional inspection of the outer diameter (od) of middle of the device, proximal section and distal tip were performed and were within specifications. Dimensional inspection of the overall length were not performed due to the condition of the device. Lot number updated to 0023398691. Device manufacture date updated to 02/25/2019. Expiration date updated to 02/24/2021.

Event description:
It was reported that rotawire separation occurred. A rotawire was selected for use. During procedure, after inserting a rotawire into the patient's body, it was observed that the rotawire was distorted and appeared separated under flouroscopy. The rotawire was immediately pulled from the patient and noted that it was badly mangled. It was further reported that the rotawire may not have been released from the brake when the physician pulled rotawire. The procedure was completed with a new rotawire. No patient complications reported. It was further reported that the device was intact after removal. The wire was not unhooked from the rubber stopper on the hoop and it was just pulled from the tip which stretched and separated the wire.

Event description:
It was reported that rotawire separation occurred. A rotawire was selected for use. During procedure, after inserting a rotawire into the patient's body, it was observed that the rotawire was distorted and appeared separated under fluoroscopy. The rotawire was immediately pulled from the patient and noted that it was badly mangled. It was further reported that the rotawire may not have been released from the brake when the physician pulled rotawire. The procedure was completed with a new rotawire. No patient complications reported.